Event description:
It was reported that the pump was beeping, and the purge was impossible. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log was downloaded. Visual, functional and occlusion tests were performed, and a damaged downstream occlusion (dso) seal was found, and a faulty dso sensor was found to be the cause of the reported issue. The dso sensor and seal were replaced to fix the issue.